Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that four years eleven months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm non-medtronic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that 4 years 11 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm non-medtronic valve due to severe aortic insufficiency. The patient exhibited shortness of breath and an echocardiogram showed high gradients across the valve and cardiac catheterization revealed the development of new coronary artery disease in the circumflex with 80% stenosis. Upon examination of the valve post explant, it was found to be calcified in some areas as extensively invested into the annulus with no evidence of paravalvular leak (pvl). The valve had a torn leaflet, which was determined to be the cause of the insufficiency. There was calcification in the valve in several areas, with stiffening of 1 of the leaflets in its base. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.